Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the defibrillator experienced a black screen. The event occurred during clinical use, but there was reportedly no adverse patient impact.